Manufacturer narrative:
A promus elite us mr 20 x 2.75mm stent delivery system catheter was returned for analysis. A visual examination found stent struts on the proximal end were lifted and bunch. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion identified multiple shaft polymer extrusion kinks. An examination (visual and via scope) of the tip profile identified damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 20 x 2.75 promus elite mr drug-eluting stent was selected for use; however, the stent was unraveled upon opening and had moved away from the balloon. The procedure was completed. There were no patient complications reported.

Event description:
It was reported that stent damage occurred. A 20 x 2.75 promus elite mr drug-eluting stent was selected for use; however, the stent was unraveled upon opening and had moved away from the balloon. The procedure was completed. There were no patient complications reported.